Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. The impedance trend of the right ventricular defibrillation coil was observed to be rising.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, an impedance spike, and varying impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.